Event description:
Caller reported potential false negative hcg results on the innovacon hhcg urine x2 vs positive unspecified home pregnancy tests and confirmatory laboratory results of 180 miu/ml on one patient. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Investigation: verify the product number, product description, lot number and batch record. No abnormal results were found. Lot number(s): hcg3020055. Expiration date(s): 01/2015. Control: 25mu/ml hcg urine lot: hcg121226-03, 100miu/ml hcg urine lot: hcg130130-01. Summary of results: the retention devices met qc specification. Detail as below: the 25miu/ml hcg urine control yielded clearly positive results with retention devices at 3 minutes (n=29). The 100miu/ml hcg urine control yielded clearly positive results with retention devices at 3 minutes (n=5). Probably root cause: commonly, urine hcg levels are approximately half of serum hcg levels. And urine sample is more likely influenced by many factors (such as take in too much water or renal dysfunction) which will dilute the urine sample and make urine hcg level much lower than serum hcg level .if pregnancy is still suspected, a first morning urine specimen should be collected 48 hours later and tested. Conclusion: from retain testing with in-house control, the client's results was not replicated, and the product performed as expected. No abnormalities found in investigation.